Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), balloon guide catheter, non-penumbra stent retriever and, non-penumbra microcatheter. During the procedure, the physician advanced the jet7 through the balloon guide catheter to the face of the clot. Next, a micro wire was used to cross through the clot and a stent retriever was deployed. The physician then retracted the stent retriever back into the jet7 and removed both the jet7 and stent retriever together. Subsequently, the middle of the jet7 was found to be broken and frayed. The physician continued the procedure using a new jet7 and stent retriever; however, was unable to get the vessel open resulting in a thrombolysis in cerebral infarction (tici) 0. Therefore, the physician decided to end the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched approximately 97.5 ¿ 102.0 cm from the hub. The device was fractured approximately 102.0 cm from the hub. Coil winds within the jet7 were exposed. The device was kinked approximately 110.0 and 117.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture on the mid-shaft and revealed that the device was stretched proximal to the fracture. If the device is forcefully retracted against resistance, damage such as these may occur. Further evaluation revealed that the jet7 internal coil winds were unraveled from the distal fractured segment, and the non-penumbra stent retriever was tangled within the coil winds. These damages were likely also a result of additional handling during removal of the device from the procedure. Kinks were observed on the jet7 distal shaft. These kinks were likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.